Event description:
Material no. 320109, batch no. Unknown. It was reported that during use of the bd ultra fine¿ pen needle the pen needles do not fit on pen. The following information was provided by the initial reporter: spouse of consumer was calling from pharmacy. Stated, the pen needles she purchased, do not fit her husbands pen. Stated, only tried to use 1 pen needle out of box.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for does not attach/detach. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 320109 batch no. Unknown. It was reported that during use of the bd ultra fine¿ pen needle the pen needles do not fit on pen. The following information was provided by the initial reporter: spouse of consumer was calling from pharmacy. Stated, the pen needles she purchased, do not fit her husbands pen stated, only tried to use 1 pen needle out of box.